Event description:
Saline breast implants made me extremely ill. I have suffered with auto immune and many other bio toxin related illnesses for over 10 years. My implant surgery was in (B)(6) 2005. I was never informed of any health risks or warnings when consulting with my plastic surgeon prior to implantation. The heavy metals and toxins contained on the shell of the implant should carry a safety warning for every single patient. I am seeking a qualified plastic surgeon to remove my implants and expect the FDA to offer all victims of implant illness (at the very least) restitution for the expense of explant surgery and recovery.